Manufacturer narrative:
The reported event is confirmed - cause unknown. A potential root cause for this failure mode could be balloon material does not shrink quickly enough. Received two (2) photo samples. Both photo samples showcase an overview of a 2-way catheter with cut portion of inlet tubing. Received one (1) used 2-way catheter with cut portion of inlet tubing and a straight tipped syringe without original packaging. Visual inspection noted no obvious defects. Using the returned syringe, the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks observed. The balloon was passively deflated and the balloon mushroomed. This is out of specification per inspection which states, " balloon must not cuff after deflation". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: ¿bardex® lubri-sil® i.c. All-silicone foley catheter infection control all-silicone foley catheter (latex free) warning: do not use ointments or ointments on the catheter or lubricants having petrolatum based lubricants. They will damage the silicone and may make the balloon burst. Warning: after use, this product may pose a risk biological potential. Handle and dispose in accordance with laws and applicable local, state and federal regulations. Caution: federal law (us) restricts this device to sale by physicians. Or by optional prescription. Caution: do not aspirate urine through the wall of the drain funnel. Storage: store catheters at room temperature, away from direct exposure to light, preferably in the original box. Note: aggressive traction is not recommended, particularly in the presence of sutures, for 100% silicone foley catheters. Sterile unless the package is opened or damaged. Exclusive use for a single patient. Do not reuse. Do not resterilize. For urological use only. Valve type: use a luer-slip type syringe. Do not use needle. Catheters should be replaced according to the guidelines of the cdc "guideline for the prevention of associated urinary tract infections to catheters". At the appearance or first signs of a urinary tract infection, catheter encrustation or any other catheter-related adverse effect, the catheter should be replaced. To deflate the catheter balloon: gently insert a syringe into the catheter valve. Never use more force than necessary to make the syringe "stick" to the valve. If you notice that the deflation is slow or absent, carefully reinsert the syringe. Let the balloon deflate slowly on its own only. Do not manually vacuum or accelerate balloon deflation. If hospital protocol allows it, can cut the valve arm. If this fails, contact an appropriately trained professional for help, as directed by hospital protocol. Should balloon rupture, care must be taken to ensure that all fragments of the patient's balloon. Visually inspect the product for imperfections or surface deterioration before use. Recommended inflation capacities. 5 cc balloon: use 10 cc of sterile water 30cc balloon: use 35cc sterilized water do not exceed recommended capacities. Utis represent the 40% of infections nosocomial. In vitro tests of bacterial adhesion show that lubri- sil i.c. The coating of the foley catheter reduces the accession of the bacteria most commonly associated with infections nosocomial uti¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that after removal, the foley catheter balloon was deformed into a donut shape.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after removal, the foley catheter balloon was deformed into a donut shape.